Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their blood glucose had been over 400mg/dl and had done two bolus and still not coming down. Customer's current blood glucose is 430mg/dl. Customer reported that they experienced excessive urination due to high blood glucose. Troubleshooting was performed and the high pressure test passed. Customer was advised to change entire set, reservoir and insulin and treat per health care professional's instructions. The insulin pump will not be returned for analysis and a replacement pump will be sent.